Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was received with coating material of the housing was flaking off. The loose particles on the surface are aluminum oxide from the base material. A ¿replace handpiece¿ alert screen was displayed by the generator when it was evaluated with a test instrument. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. In addition, degradation of the hand activation wire outer jacket was observed. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during an unknown procedure the device gets the message replace the instrument. Another device like device was used to complete the case. No patient consequences.